Manufacturer narrative:
H.6. Investigation summary: material #: 368607. Lot/batch #: 3018343. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was blood leakage from the adhesive plug at the back of the product. This occurred in 2 tubes. No patient impact.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was blood leakage from the adhesive plug at the back of the product. This occurred in 2 tubes. No patient impact.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) university. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.